Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00505 and 1225714-2014-00506.

Event description:
The additional info received noted that the pt expired six days later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-00505 and 1225714-2014-00506.